Event description:
Additional information was received that provocative testing was performed, and noise was seen and reproduced.

Event description:
It was reported that low pacing impedance was observed on the right ventricular (rv) lead. No intervention has been performed at this time. The patient was stable and will continue to be monitored.